Event description:
It is reported that upon interrogation of a remote transmission, post paced t-wave oversensing was observed. Programming changes were recommended. No further information available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.